Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was repeatedly got an alarm 79 (non-recoverable system error) during therapy. It was stated that this was indicative of a failed t4 thermistor. The device was under warranty and would like to have a loaner and send this device back for repair. Per follow up via phone on 08jun2021, another unit was brought in to finish therapy.